Manufacturer narrative:
The lumbar catheter ((B)(4)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection confirmed a broken/torn drain tube, unable to perform functional testing due to broken product, and the device did not meet the specifications. Therefore, the complaint condition could be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could confirm the complaint.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a lumbar catheter kit (ID 821707) drain broke in patient upon insertion and the patient was imaged under fluoroscopy, an incision was made in the lumbar region to remove the broken piece, then irrigated out and closed. The patient was imaged after and confirmed all pieces were removed.